Manufacturer narrative:
Device evaluation of battery charger sn (B)(4). Has been completed. The reported problem (unable to charge batteries) has been confirmed. Upon investigation the battery charger battery board was contaminated causing intermittent faults. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred due to the defective charger.

Event description:
A us distributor reported that a patient was experiencing battery/charger faults.